Manufacturer narrative:
Upon review of the order form, it was confirmed that the units of activity ordered by the customer was converted incorrectly during the order entry process. Theragenics takes pd-103 orders in unist (u). The customer submitted the order in millicuries (mci). The customer service representative incorrectly entered the mci activity as u. The error was not detected during the order entry verification process prior to shipment of the order nor during the customer's order confirmation process. Upon quality review of the received order at the users facility, the discrepancy was detected, and the planned treatment was replaced and rescheduled with the correct activity originally planned. There was no failure or malfunction. The seed order was filled with a higher than requested activity, which would have resulted in a misadministration.

Event description:
Seed activity for brachytherapy order was entered using the wrong units causing a discrepancy between ordered seed strength and the seed strength that was delivered.